Event description:
The issue reported involved an insulin gauge displaying a different amount than expected. Despite this discrepancy, there was no adverse impact to the customer¿s blood glucose level. The customer was educated on removing air from the cartridge prior to filling and was guided through filling and loading a new cartridge. Ultimately, the correct number of units was displayed, and no further action was required.